Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spiking port of an intravia empty container which had been compounded with fentanyl detached while the tubing was being removed during bag replacement. The spiking port had split into two pieces when it was being removed from the tubing. There was no patient involvement. No additional information was available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.